Event description:
It was reported that the electrogram recorded via remote monitoring appeared to be the same for both the atrial and ventricular waveforms. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.